Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced urinary/bowel problems,dyspareunia and underwent removal of mesh suture on (B)(6) 2000 due to mesh erosion at vaginal cuff with right vaginal lesion associated with permanent suture material. It was reported that patient underwent transvaginal excision of mesh with partial colpocleisis on (B)(6) 2001 due to recurrent mesh erosion, status post abdominal sacral colpopexy and status post transvaginal partial colpocleisis. It was reported that patient underwent excision of vaginal mesh on 12/04/2007 due protruding mesh through vaginal wall and patient underwent incisional hernia repair, primarily on (B)(6) 2010 due to right lower quadrant incisional hernia. (B)(4).